Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer stated that auto mode was not in use. Symptoms were not reported. The customer was treated for the low blood glucose with juice. The customer went to the emergency room but left prior to receiving treatment. The customer's parent stated that they were off the insulin pump for less than 48 hours prior to emergency room visit. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.